Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that bolus wizard was not allowing correct amount of insulin to be delivered based on blood glucose. It was reported that customer's blood glucose had dropped to 40 mg/dl and was treated with orange juice. Customer was not able to troubleshoot due to going to doctor's appointment.